Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
It was reported that during a sub capital femoral epiphysis hip pinning on (B)(6)2013, while surgeon was inserting the guide wire for a screw, three eights inch of the tip of the drill bit split into two pieces, measuring approximately 8-10 mm in length, and broke off into the patient. The surgeon decided not to retrieve the pieces because he felt creating a big hole in the bone to retrieve them was not beneficial. The surgeon moved the guide wire pin out of the way of the pieces, implanted the screw and finished the procedure. Surgery was prolonged approximately 10 to 15 minutes. No adverse effect to the patient was reported. This is report 1 of 1 for complaint (B)(4).